Event description:
Per the clinic, the patient reportedly experienced pain at the implant magnet site during an MRI on (B)(6) 2024. The MRI facility has mistakenly believed that the patient had an MRI-compatible cochlear implant and therefore no wrapping head kit was used during the MRI. The patient has since experienced pain at the magnet site after 45 minutes of use as well as distorted sound quality that was unresolved with reprogramming, resulting in the decision to explant the device. The device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.